Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of over 16 mmol/l, with moderate ketones, and symptoms of dehydration, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed, a loss of prime alarm occurred during an occlusion alarm. The patient¿s healthcare provider had made changes to the pump¿s basal rate. The insulin that was used was stored at room temperature for 1 hour when the instructions for use state it needs to be at room temperature for 2-3 hours prior to use. The patient¿s parents were educated on the loss of prime and occlusion alarm. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-may-2018 with the following findings: the black box for 03-03-2018 was not available. The last basal delivery was on 27-04-2018. The alarm history showed occlusion alarms on 14-04-2018 and 18-04-2018. No occlusion alarms were observed in the alarm history on the day of the alleged event, 03-03-2018. The available black box showed loss of prime warnings associated with a low non-zero force on 21-04-2018 at 07:04; deliveries resumed at 07:16. An ezprime and 24-hour duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor measured within specifications. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; no force sensor defects were observed.